Manufacturer narrative:
The subject device was not returned to olympus medical systems corporation for evaluation. Based on the report by olympus (B)(4), it is highly likely that the physician activated output while grasping very hard myoma due to lots of fibrosis, and the extreme stress was put on the probe and the probe cracked. The crack of probe caused the probe damage error. After that, since the physician did probe check (ultrasonic output) inside the patient's body, the probe broke. Thunderbeat scissors instruction manual already states; do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips or other instruments (e.q., uterine manipulator). Do not apply only the probe to the tissue with a strong force, twist while grasping the tissue or, pull the probe up grasping the tissue. Otherwise, it may cause the probe to break prior to an error window or alarm tone being generated. If the alarm tone sounds and an error window is displayed during the procedure, immediately stop the procedure. During surgical procedures, withdraw any equipment from the body cavity. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When a physician used the subject device for a total laparoscopic hysterectomy, probe damage error displayed. When the physician tested the subject device inside the patient's abdominal, the probe tip fell off in the small pelvis. The broken piece of the probe was taken out. After that the physician used the second device, a probe damage error displayed. When the physician tested the second device outside the patient, the probe tip broke. Because the physician couldn't make the myoma smaller, the physician had to make a small pfannenstiel incision to get the myoma out. The physician told that the sort of myoma we treated, was a very rigid, stiff, hard myoma, due to lots of fibrosis.